Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion:without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and five months following the implant of this transcatheter bioprosthetic pulmonary valve, a second valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.